Manufacturer narrative:
Additional qc testing of the reserve samples confirmed that the product is conforming and met acceptance criteria. There are no indications that the product would not perform as designed.

Event description:
The doctor stated that after noticing the bone quality was not what the doctor was used to seeing, the patient returned back to the office where the nuoss fell out of its graft site. Subsequent to the request for additional feedback, the clinician stated that following ridge preservation procedure an unspecified emergency event occurred during the healing process. At the time loose, unincorporated nuoss particles were found in the site.